Manufacturer narrative:
(B)(4).

Event description:
The patient had two leads from the same lot (for off-label use). It was reported the patient has been receiving ineffective stimulation and overstimulation. Allegedly, lead fracture/damage was the cause. As a result, one of the patient's leads (for off-label use) was explanted and replaced. Surgical intervention resolved the patient's issue.